Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed; however, cutting the patient line is a use error which caused a breach in aseptic technique. The breach in aseptic technique resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a connection issue with an amia cassette which resulted in peritonitis and sepsis. The patient was connected at the time of the event. It was reported the ¿cassette was stuck¿ and the patient could not disconnect. The patient cut the patient line and proceeded to the pd clinic. It was reported ¿particles were attached to the catheter and the patient became septic¿. The following morning the patient presented to the hospital with abdominal pain and was diagnosed with peritonitis. The patient was treated with unknown antibiotics (ongoing) for the peritonitis. On an unreported date, the patient experienced sepsis. Treatment for the sepsis was not reported. On an unknown date ¿about a week ago¿, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and the patient outcome for the sepsis was not reported. Action with pd therapy was not reported. No additional information is available.